Event description:
Journal reference: sobstyl m, zabek m, koziara h, dzierczeki s. Chronic bilateral pallidal stimulation in a pt with dyt-1 positive primary generalized dystonia. A long-term follow-up study. Neurol neurochir pol 2008;42(1):50-54. The authors present the effectiveness of bilateral globus pallidus internus (gpi) stimulation in a male pt with primary dyt-I positive dystonia. Pharmacotherapy completely failed to control generalized dystonic movements. The pt was referred for surgical treatment and underwent bilateral implantation of dbs leads in the gpi. Follow-up was for 5 years; all stimulation-induced side effects were reversible. Reportable event: pt developed sterile seromas at the ipg site, the seromas required repeated procedures -- following 2 yrs the pt gained the previous benefit, uneventful, pt is able to walk with a cane is nearly completely free of disabling retrocollis and truncal dystonia.

Manufacturer narrative:
Journal reference: sobstyl m, zabek m, koziara h, dzierczeki s. Chronic bilateral pallidal stimulation in a pt with dyt-1 positive primary generalized dystonia. A long-term follow-up study. Neurol neurochir pol 2008;42(1):50-54.